Manufacturer narrative:
According to the facility on (B)(6) 2022, the patient was brought into the operating room for a procedure and a foley catheter was placed. Per the facility upon flipping the patient to a prone position the foley catheter came out and upon inspection the balloon was busted. An additional catheter was then placed and the patient was positioned accordingly. The sample is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022, the patient was brought into the operating room for a procedure and a foley catheter was placed. Per the facility upon flipping the patient to a prone position the foley catheter came out and upon inspection the balloon was busted. An additional catheter was then placed.